Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during ent surgery, it is unknown if was internal or external to patient, it was found the wand was blocked and the electrode broke. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been heavily used. One electrode has eroded into two pieces. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected. There was no clogging or obstruction in the irrigation or waste lines. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for electrode eroded has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. The root cause for infusion or flow problem could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include (1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. (3) factors that can accelerate the wear of electrodes such as using set points higher than the default settings or using the wand for an extended period of time. No containment or corrective actions are recommended at this time.